Manufacturer narrative:
The insulin pump was received with an intermittent response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratches on reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 100 mg/dl. The customer stated she was trying to set a temporary basal then the buttons stopped working. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided

Manufacturer narrative:
.